Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated occlusion alerts with a blood glucose of 368 mg/dl confirmed by glucometer after multiple supply changes and was found to have performed incorrect supply change steps, including attaching the cartridge and adapter outside of the pump and using the same abdominal area for infusion. The event was managed with troubleshooting and education, and the occlusion resolved after placing a new infusion site in a different location and following correct procedures. No adverse clinical symptoms included hyperglycemia. Outcomes included insufficient information regarding broader health impact beyond the reported hyperglycemia. Investigation included review of user technique and infusion set management with education on correct supply change steps and site rotation. Investigation of this case revealed a use error associated with infusion set management leading to an insulin delivery occlusion that resolved after proper site change and corrective actions. It was concluded, based on previously established findings for similar reports, that user technique error was the primary cause.